Event description:
Dealer advised front upper right crossbrace is broken where the seat mounts. Dealer could not provide any further information, (B)(4).

Manufacturer narrative:
Product returned and evaluated. Allegations confirmed with inspection that shows the tubing broken at the screw hole in the cross brace.

Event description:
Dealer advised front upper right crossbrace is broken where the seat mounts. Dealer could not provide any further information, (B)(4).

Manufacturer narrative:
Follow up to be sent if additional information is received.